Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the reported condition and confirmed the erbe generator would not power back on. The fse replaced the vio integrated electrosurgical generator unit (iesu) to correct the problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and upon visual inspection there were no issues found that would be related to the reported event. The erbe was tested using a known good system; the unit did not power on. The complaint was confirmed based on the failure analysis. The probable root cause could not be determined based on the failure analysis results. Possible causes may include damaged components or open fuses resulting from the power outage.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, user informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the system lost power mid-case and subsequently returned to normal operation, except for the erbe generator, which did not power up. The tse instructed the user to move power cords, check connections, and attempt swapping power cords between the e-100 and erbe generator, but the erbe remained non-functional. The procedure outcome is unknown at the time of the report. A procedure delay of 15 minutes was reported.